Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an event code when scanning the adc device. The customer subsequently lost consciousness and was treated with glucose tablet by third-party. The customer was then able to self-treat with juice provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Performed a visual inspection on the sensor plug assembly and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The returned battery was measured as 1.59v (1.45v - 1.65v), which is within the specification range. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an event code when scanning the adc device. The customer subsequently lost consciousness and was treated with glucose tablet by third-party. The customer was then able to self-treat with juice provided by third-party. There was no report of death or permanent injury associated with this event.